Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, after 29.36 minutes of use and 191,529 joules, the entire fiber cap came off inside the patient. The fiber tip was recovered using a basket, without patient complications, and the case was completed with a second fiber.